Event description:
It was reported that the patient presented for a lead extraction procedure. It was noted that the right atrial lead was damaged during the procedure. The lead was explanted and replaced. The patient was stable.